Event description:
I am a victim of breast implant illness. I have a ruptured, mentor silicone implant that is still under the warranty period. I got them in (B)(6) 2009. I am about to undergo an explant procedure because over the year I have been hospitalized and been given many rare diagnosis. I have seen just about every specialist and have had every test imaginable. I am extremely ill and think I am suffering from silicone poisoning. I will find out this friday once I explant if in fact any has spread. My main diagnosis that I got was pots, postural orthostatic tachycardia syndrome. My autonomic system is constantly misfiring and I have been having to ft weekly saline infusions for the past 6 months. I am extremely ill. I went from being "super mom" of 4 kids and working fulltime to being bedridden some days. This can be prevented from happening to others if you take these deadly things off the market. They have literally been killing me a little each day.